Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2008. A revision procedure on (B)(6) 2012, was conducted due to patient allegations of pain, swelling, inflammation, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2012 reports: patient was revised due to metal-on-metal disease and elevated metal ion levels of cobalt and chromium. Revision op report notes irritation and discoloration of the synovial fluid and scar tissue surrounding the joint. The modular head was removed and replaced. Additional information received from patient op notes dated (B)(6) 2013 reports: patient underwent a second revision on the left hip due to pain and fibrous union of the cup. Revision op report notes the presence of two anterior osteophytes, which had grown over the edge of the cup and no bony ingrowth. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04678 and -06302).